Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized and treated with cefepime (250 mg, ip, frequency not reported) and gentamycin (8 mg, route and frequency not reported). Aseptic technique was reiterated and the patient was recovering from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.